Manufacturer narrative:
Reference MFR # 2916596-2021-03910 was inadvertently added as a related event. The admission on (B)(6) 2020 for positive wound culture for staphylococcus aureus was deemed non-reportable as the source of the infection was from a buttock wound, there was no evidence of any lvad related infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the patient¿s expiration cannot be conclusively determined. A direct relationship between the device and the reported multi-organ failure, sepsis, cardiogenic shock, and patient outcome could not be conclusively determined through this evaluation. No log files were returned for review. (B)(6) was not returned for evaluation and no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate ii lvas IFU is currently available. Sepsis, organ failures, and death are listed as adverse events that may be associated with the use of heartmate ii lvas. The IFU contains information on controlling infection in the patient care and management section. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous infection admissions are referenced in mfrs # 2916596-2021-03908, 2916596-2021-03910, 2916596-2021-03912. Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had infection history with persistent candidemia with candida parapsilosis and methicillin-susceptible staphylococcus aureus, treated with micagunfin, vorizonazole, and doxycycline. The patient was put on zosyn for gram-negative pneumonia. On (B)(6) 2021, the patient had decreased urinary output from over diuresis and had a fall. On (B)(6) 2021, the patient's family withdrew care. The patient was comfortable on dexamethasone, epinephrine, levorphanol , and vasopressin drip. The patient's rhythm changed to torsades des pointes. Since the patient was on do not resuscitate status, the pump was turned off per family's request. The patient's respirations dropped to 0 and no heart or left ventricular assist device (lvad) sounds were auscultated. The patient passed away from septic/cardiogenic shock and multisystem failure. The device will not be returned for evaluation.